Manufacturer narrative:
The user facility reported that at the beginning of a patient procedure, the table began to move upward without being commanded to do so. There was no injury to the patient or hospital staff. A steris service technician inspected the table and found the table shroud and override switches were damaged by equipment stored on the base of the table. The steris technician replaced the override switches and repaired the shroud. The cause of this event appears to be misuse of the device - i.e., setting/storing objects on the base of the table - resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contraindicated in the labeling of (B)(4) 3085sp surgical tables in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on february 23, 2010 (report #(B)(4)) of 3085sp surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly stored on the base of the table. The steris service technician installed the rigid guard on user facility's surgical table. Steris offered refresher in-service training regarding the proper use and operation of the table, however the facility refused additional training. The steris service technician reinforced with the user facility to not place objects on the table base as it is prohibited in the labeling and operator manual of the table.

Event description:
(B)(4).